Event description:
Patient was undergoing a tonsillectomy and adenoidectomy with tonsil coblation. During the procedure, the disposable coblator handpiece malfunctioned and stopped working. Dr. Had to finish the procedure using electric cautery rather than the coblator. The disposable device malfunctioned and stopped working during the case. There were other devices available for the surgeon to use (the same type) but she elected to use the cautery pencil to finish the procedure.